Event description:
Procedure: lap appendectomy. According to the reporter: upon removing the appendix, the stapler jammed and could not be removed. A new device was opened and used to cut around the remaining tissue that had not been cut. The stapler only fired on one side. Staples were not fired on the other side.

Manufacturer narrative:
(B) (4). (B) (4).